Manufacturer narrative:
Results: the pet lock was intact on the proximal end of its pusher assembly. The introducer sheath was retracted proximal to the introducer sheath friction lock. The introducer sheath was kinked approximately 22.0 cm from the distal tip and had coagulated blood inside. The embolization coil was undamaged and intact with its pusher assembly. Conclusions: evaluation of the returned podj revealed that the pusher assembly mid-joint was retracted proximal to the introducer sheath friction lock. If the pusher assembly mid-joint is retracted proximal to the introducer sheath friction lock, resistance may be encountered when attempting to advance the device. Further evaluation of the returned podj revealed a kinked introducer sheath. If the introducer sheath is kinked, it may contribute the inability to advance the podj. During functional testing, resistance was encountered while attempting to advance the pusher assembly through its kinked introducer sheath and, the pusher assembly was unable to be advanced from its initial position. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a coil embolization procedure in the splenic artery using pod packing coils (podjs). During the procedure, the physician placed eight coils in the target vessel using a non-penumbra microcatheter. While attempting to advance a new podj into the microcatheter, the podj would not advance within its introducer sheath. It was reported that the podj was stuck in its introducer sheath and after three failed attempts, the podj was removed. The procedure was completed using another podj and the same microcatheter. There was no report of adverse effect to the patient.